Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had a blue screen. It was indicated that the main processing unit was out of specification electrically. It was also confirmed that the programmer had a noisy fan. It could not be confirmed that the programmer power was flickering. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer displayed a blue screen, went dead, and would not turn back on. It was then further reported that the power flickered on and off and there were weird sounds coming from the back of the programmer. The programmer was returned for service. There was no patient involvement.